Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2017 due to high blood glucose. The customer's blood glucose level at the time of admission was over 600 mg/dl. The customer had symptoms of difficulty breathing and had double vision. The customer reported that they had the set for more than three days. The customer was not admitted but once they got his blood glucose levels down, he was released. The customer's current blood glucose level was 251 mg/dl. Troubleshooting was performed on the insulin pump. The customer also reported that when they took off the set, the cannula was bent. They were advised to speak to their health care professional about proper site areas for him. The device will not be retuned for analysis.